Event description:
Iridex became aware of a complaint reporting that during treatment with a glx laser console in combination with a sla, the spot size increased. There was no harm to the patient in this instance; however, if this potential malfunction were to recur in another procedure type it could possibly result in impairment to the eye. A five year review of complaints has been completed and no similar events were identified.